Event description:
It was reported that patient has been calling in for help with a denied inflatable penile prosthesis (ipp) claim. Today he mentioned he already had an implant from many years ago that is no longer working. He is currently a patient at (B)(6) but it was not clear if that is where he had the originally implant placed.